Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he gave himself too much insulin and needed to turn off the insulin bolus. The customer reported that his sugar glucose was 9.2 and he needed to suspend his insulin pump. The customer stated that he delivered his bolus about half hour and was trying to enter 30grams but accidentally entered 50 grams and now he had 20 units of insulin been delivered. The customer current blood glucose level was 17.9 mmol/l. Troubleshooting was performed. The customer also stated that he had starchy dinner and caused his blood glucose levels to go high as 17.9 mmol/l and then he went to treat for the high and entered the incorrect amount of carbs. The customer reported that he was experiencing low blood glucose levels about past half hour. The customer stated that his blood glucose level was 10 mmol/l. The patient treated the blood glucose with four sugar tablets and four tablespoons of sugar. During troubleshooting, the customer stated that they are unsure if the programming is accurate. The customer stated that the current blood glucose level was 7.0 mmol/l. Troubleshooting was not completed at the time of call. The customer reported that the blood glucose level have been stable at 6.6 mmol/l for the past 15 minutes.